Event description:
Left subclavian vein was entered easily. J-wire inserted, position verified, breakaway dilator was placed over j-wire, single lumen groshong place in patient's superior cava, brought out through insertion site after removal of j-wire, and breakaway dilator removed, a 2.5 cm segment of catheter was left within the pocket for attachments to the bard port injection chamber, patient had movement of the shoulder with deep inspiration the catheter retracted up through the insertion site into the vena cava, patient taken to invasive radiology for removal.